Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the helix mechanism and the distal conductor. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure there were unacceptable thresholds and after several different positions the helix would no longer deploy. The lead was not used. There were no patient complications reported as a result of this event.